Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 37 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels were 147 mg/dl and 201 mg/dl. Customer corrected their blood glucose level with orange juice. Customer stated that the blood glucose level was normal and did not need further troubleshooting. Customer stated that the sensor had calibration not accepted alert and change sensor alert. The insulin pump was not returned for analysis.